Event description:
A false low vitros tsh result was recovered from a quality control sample processed on a vitros 5600 system. A false low result of 0.09 miu/l vs. The expected result of 0.93 miu/l was observed. Following this observation, the customer repeat tested patient samples going back several hours to when the last acceptable quality control results were recovered. The following false low vitros tsh results were observed from seven different patient samples. Sample 1: 0.230 vs. 1.46 miu/l. Sample 2: 1.09 vs. 3.20 miu/l. Sample 3: 4.10 vs. 7.83 miu/l. Sample 4: 1.31 vs. 3.79 miu/l. Sample 5: 0.520 vs. 2.33 miu/l. Sample 6: 0.310 vs. 1.62 miu/l. Sample 7: 0.240 vs. 1.48 miu/l. The following falsely elevated vitros tropi es results were observed from eight different patient samples. Sample 1: 0.067 vs. 0.027 ng/ml. Sample 2: 0.067 vs. 0.013 ng/ml. Sample 3: 0.067 vs. 0.012 ng/ml. Sample 4: 0.067 vs. 0.033 ng/ml. Sample 5: 0.067 vs. 0.012 ng/ml. Sample 6: 0.067 vs. 0.012 ng/ml. Sample 7: 0.067 vs. 0.012 ng/ml. Sample 8: 0.066 vs. 0.012 ng/ml. The false low vitros tsh results and falsely elevated vitros tropi es results were reported from the laboratory. Corrected results were issued from the laboratory and there was no allegation of patient harm. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed false low vitros tsh results were obtained from seven different patient samples and falsely elevated vitros tropi es results were obtained from eight different patient samples. The investigation was unable to determine a definitive cause. Testing of the same vitros tsh and tropi es reagent packs and signal reagent pack in use when the event occurred ruled out any possible reagent issues as contributing factors. Ocd field service investigated the vitros 5600 system, and optimized performance of multiple analyzer subsystems. No specific instrument malfunction was identified; however an instrument issue is suspected of being the most likely cause and cannot be ruled out. A definitive root cause for the event could not be determined.